Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the implant didn't work and didn't help the patient's pain so they got it removed on (B)(6) 2022. Caller stated that the biggest problem was that they put the implant in the patient's right upper butt cheek and that was right where all their pain always was so the implant was always pushing on them whenever they sat or laid down on it and they couldn't lay on their right side because of that. Caller confirmed the patient still had their leads and no external equipment. Caller inquired about lead compatibility with the new inceptiv implant, inceptiv programming styles and if the patients previous implant was considered to be a high or low frequency stimulator. Agent reviewed requested information and abandoned leads with the caller and redirected caller to patient's healthcare provider to further address the issue and to discuss replacing the implant. Caller mentioned that patient has had mris in the past. Caller provided an updated pain management doctor; an email was sent to device registration to update the patients managing healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the ins was removed on 2022-feb-23. When asked about the cause of the issue they stated that it didn't help them much with their pain. There were problems that caused other pain. The main problem was that it was put on their right buttock too low so they couldn't sit down without pain. When asked about resolution they stated that the issue had not been resolved but their were meeting with the doctor and manufacturing representative (rep) on october 15 to discuss net stimulators. They stated that the stimulator had been discarded.